Manufacturer narrative:
(B)(4). Attempts to gather additional information from the field concerning this event were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient received an inappropriate shock due to oversensed noise involving their implanted system. Pacing in the patient was inhibited on all channels and led to greater than two seconds of asystole. The physician concluded the noise was external as the patient had been working with electrical cables at the time. All other system functions were stable and the patient will continue to be monitored. The system remains in service. No adverse patient effects were reported.